Event description:
During a planned follow-up on (B)(6) 2016, the physician observed the following warning message: "the device was reinitialized one time since the beginning of life. Last reset date: (B)(6) 2016." An analysis is requested.

Event description:
During a planned follow-up on (B)(6) 2016, the physician observed the following warning message: "the device was reinitialized one time since the beginning of life. Last reset date: (B)(6) 2016." An analysis is requested.

Manufacturer narrative:
Preliminary analysis showed that the watchdog reset occured. Re-initialization process was properly performed.

Event description:
During a planned follow-up on (B)(6) 2016, the physician observed the following warning message: "the device was reinitialized one time since the beginning of life. Last reset date: (B)(6) 2016". An analysis is requested.

Event description:
During a planned follow-up on (B)(6) 2016, the physician observed the following warning message: "the device was reinitialized one time since the beginning of life. Last reset date: (B)(6) 2016¿. An analysis is requested.